Event description:
Customer alleges the logic, motor, scale board cover is charred. He found the motor control board had caught on fire. Customer stated no patient was in the bed, and there was no injury reported.

Manufacturer narrative:
During an investigation, a hill-rom technical service representative reported that nobody saw fire or smoke. When he removed the head and weight frame cover, he found that the logic board, motor control board, and scale board were discolored. The technician replaced defective motor control board to resolve the issue, chip was burnt on pc board.